Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer a patient started moved from left to right, of her own accord, according to the caregiver (the lift did not rock). The caregiver called her colleague to help. The pateint made a sudden movement with her hips forward, which caused her to start tilting forward. The 2 carergivers escorted the patient to the wheelchair and lowered the lift. At the wheelchair, according to the caregivers, the client gave a 'jump' with her hips out of the lifting sling. Then both caregivers grabbed her arms under the armpit. The pateint fell 30 cm down on her buttocks in the wheelchair. No injury was sustained.

Manufacturer narrative:
Collecting of the information is ongoing additiona information will be provided upon investigation conclusion.

Manufacturer narrative:
Provided missing in the final report manufacturing date and UDI.

Manufacturer narrative:
Arjo was notified about an event with a maxi move passive lift and arjo sling. It was reported by the caregiver that a patient was being transferred from a shower stretcher to a wheelchair with the assistance of one caregiver. In a middle of a transfer, the patient started wobbling her body from left to right site. The caregiver called her colleague to help. The patient made a short movement with her hips forward, which caused her to start tilting forward. The caregivers escorted the patient to the wheelchair and lowered the lift. In the wheelchair, the patient gave a 'jump' with her hips out of the lifting sling. As a consequence of a sudden movement the patient allegedly fell 30 cm down on her buttocks in the wheelchair. All 4 loops were still attached to the spreader bar. No injury was sustained. After the incident, an arjo representative visited the customer to conduct an interview and the device inspection. The lift and sling were found in overall good condition, and no malfunction was found. During the interview, the caregiver stated that this patient is very passive and the customer was surprised that sudden movement occurred. Also, customer admitted that the crossed attachment of the leg clips was not applied. The sling instructions for use (IFU)contains a graphical explanation and steps which inform how to attach the sling to the device. IFU contains information that : ¿at any time, if the patient becomes agitated, stop transferring/transporting and safely lower the patient.¿ before the transfer the leg loops should be crossed. This information is provided in the IFU section ¿applying the sling in bed¿, : ¿ cross the leg straps. Pull one strap through the other.¿ the review of post-market surveillance data and the investigation carried out at the manufacturer site revealed possible factors which could lead to a person sliding out of the sling: a wrong application of the sling . This scenario might be in line with the compliant description as it was established that the sling leg loop was not crossed. Using an inappropriate size of the sling (several sizes off) : this scenario can be excluded as the customer reported that a patient who was petite and weight 28 kg used a small size of the sling. In summary, the maxi move passive lift and the sling were used as a system for patient handling at the time of the event and in that way contributed to the patient sliding out of the sling event. Based on the performed evaluation of the device conducted by an arjo representative who visited the customer site there was no technical deficiency found. This complaint was decided to be reportable to the competent authorities due to a patient sliding out of the sling.